Event description:
It was reported that the patient did not feel stimulation and experienced acute pain following a fall. The patient fell over the weekend and tried to use her unit for the first time in a while. At that time, the patient discovered "it wasn't working." The patient was unsure when stimulation stopped, but indicated she recently began not receiving pain relief. The patient felt pain in the hip. It was also noted she had a stroke and had trouble speaking. The patient was unable to adjust stimulation; however, the patient programmer was working as intended after going through a self-test. The patient last saw her physician 3 to 4 years ago. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type; extension product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer; patient product ID (B)(4), lot # j0454373v, implanted: (B)(6) 2004, product type lead.

Event description:
Additional information received reported that there were no abnormal impedance measurements. The reporter stated that the stimulator was reprogrammed for back coverage on (B)(6)-2012. It was noted that there was no hospitalization and no injury to the patient. A follow-up report will be made if additional information becomes available.